Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, a sureform 60 stapler instrument installed in universal surgical manipulator (usm) 1 misfired to where one side of the staple formed and the other did not and the stomach opened in result. Prior to calling customer installed a new sureform 60 stapler instrument and blue sureform 60 reload without error and surgeon is resolving issue. The stomach tissue was reported to be normal, and it was confirmed that the system generated an error stating that the fire was incomplete. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler associated with this complaint and completed investigations. Failure analysis investigations confirmed through error logs the customer reported complaint of "the staples misfired and were malformed. Knife blade did not cut. Csr knows some staples fell inside patient but does not know if they were retrieved". Stapler was used at the site on (B)(6) 2021 using system sk0415. Logs showed one firing failure due to tissue thickness. Instrument was able to pass initialization during failure analysis. Clamp and fire function passed with no issue on test sheet. Staple formation was proper. No I-beam damage was observed. Failure analysis found the primary failure of a firing failure to be related to the customer reported complaint. Based on the information provided, the cause of the reported complication has been deemed to be product related. Isi has received the stapler reload associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint "the staples misfired and were malformed." Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. Visual inspection was conducted and the reload did not exhibit an exposed component. The reload was fired with no blade exposed or malformed staples. There was no problem detected. A follow-up MDR will be submitted if additional information is obtained. Stapler logs for sureform staple 60 part number 480460-09, lot k91210202-0140 (first sureform used in the procedure): fired quantity four reloads (blue, blue, green, blue, in that order). First three firings were completed without any pauses for compression. Fourth firing (blue) was a firing failure at 99% completion (different message than a 4tc), showing one pause. There were no incomplete clamps by this instrument. Stapler logs for sureform staple 60 part number 480460-09, lot k90201124-0214 (2nd sureform used): fired qty 9 reloads (7 blue followed by 2 white). All firings were completed per the logs. Firings one, five, eight, nine had one pause for compression, the rest had no pauses. There were no incomplete clamps by this instrument. The system logs were reviewed and aligned with the stapler log review detailed above. One relevant error was identified; a stapling failure during firing of a reload with a sureform 60 stapler instrument on universal surgical manipulator (usm) 1. A clinical development engineer (cde) reviewed the image received for this event: the image received shows stomach tissue that is stapled but not completely transected. There are some fully formed and some partially formed staples in both the transected and non-transected tissue. There is no excessive blood in the image. This complaint is being classified as a reportable malfunction event due to the following conclusion: it was reported that during procedure a sureform 60 in usm1 misfired to where one side of the staple formed and the other did not and the stomach opened in result. Prior to calling customer installed a new sureform 60 and blue reload without error and surgeon is resolving issue. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.